Event description:
The lifeshield symbiq pump 150 ml burrette set -hospira list number 16014-01- had a defect. The bag spike separated from the tubing and the entire contents of a neonatal tpn was spilled.